Event description:
It was reported that the port of a uromatic administration set became separated from the port tubing of the device. This occurred during setup when the port was spiked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection verified that one spike was disconnected from the tube. The reported condition was verified. The interface sections of the tube and spike were measured and met specifications. The cause of the condition is related to the production process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.